Event description:
It was reported by service report that the siderail is broken and the IV pole assembly, brake rings, and pump extension spring required replacement. No pt involvement or adverse consequences are reported.